Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 69 mg/dl vs. 159 lab. Tests were done within 21-30 minutes with a difference of 51%. Patient did not experience any adverse events. No further information has been reported. Note: the code on the meter and test strips does not match.